Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging elevated blood glucose of 21 mmol/l with nausea while on insulin pump therapy. This reported bg excursion does not meet animas¿ criteria of a reportable adverse event. The reporter alleged the threads inside the battery compartment were stripped and the pump was not able to maintain electrical power.